Event description:
It was reported the patient received the following results within 15 minutes: 67 mg/dl and 393 mg/dl. On (B)(6) 2020, the patient went to the hospital and was there for a few hours for observation. The customer advised that after his blood was drawn for the labs, the hospital staff took a reading on their meter and got a reading of 110 mg/dl. He advised that the hospital staff did not treat the customer, but continued to perform tests and keep him for observation. The customer left the emergency room after a few hours on the same day.